Manufacturer narrative:
The evaluation found there was no image when a 180 series endoscopes was plugged in to the device due to a defective board. Additionally, the video connector pins were corroded causing the image to flicker. The external housing has cosmetic scratches/fading to the top cover and front panel. The device was running an older software version; recommended upgrading to newer version. The device was repaired to standard specifications and returned to asset stock. There was no previous repair records for this device. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera iii video system processor was found to produce no image with the use of 180 series endoscopes due to a defective board. There was no report of any problems associated with the device and there was no report of patient injury or harm.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The most probable cause of the failure of the patient board is thought to be that the operational amplifier on the board was not designed according to the manufacturer's specifications, and overcurrent/overvoltage was applied at the time of equipment startup, resulting in failure of the operational amplifier. A design change of dr board was made on april 16, 2018. Olympus will continue to monitor complaints for this device.